Manufacturer narrative:
This report is being submitted as follow up no.1 to provide a correction to the d4, h4 section, to update the h3 section and to provide the completed investigation results. In the initial report the d4 and h4 section was advertently left blank. H6 - results - (B)(4) is based on evaluation of user facility information; (B)(4) is based upon functional testing of the returned sample. One 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was conducted, the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there was no angio-seal footplate upon deployment. The entire device was removed. Additional information was received on july 15, 2019. The procedure being performed prior to the closure was treatment for an upper gi bleed. A 5fr procedural sheath was used. A pre-deployment angiogram was performed. There was a deployment issue, the entire device was withdrawn from the patient. The patient was reported to be in stable condition. Manual compression was used to achieve hemostasis.